Manufacturer narrative:
The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged in water several times. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 198 mg/dl.